Manufacturer narrative:
The customer reported that a patient's blood pressure dropped below set limits and the mp70 did not generate an alarm. The available information at this time supports that the device was working as designed and intended. Philips is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).

Event description:
The customer reported that a patient's blood pressure dropped below set limits and the mp70 did not generate an alarm.